Event description:
Boston scientific received information that this device could not be interrogated during a clinic visit. The device was last checked in 2008 and they suspect the device is at end of life (eol). The patient was asymptomatic. A revision procedure was performed and the device was successfully explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.